Manufacturer narrative:
Technician cleaned the hilo brake to resolve the issue with this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability.

Event description:
The hilo is drifting on this bed.